Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently unresponsive. System check with tandem technical support (cts) confirmed the reported issue. Cts assisted the customer with resetting the pump. Customer loaded another cartridge and successfully resumed insulin therapy. There was no reported impact to customer's blood glucose.